Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure. The exact procedure date was unknown. During the procedure, the black portion of cre rx broke inside of the scope. It was reported that no part of the detached piece fell into the patient. The procedure was completed with a different device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.